Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3/1 failed with not on the bus. A field service engineer reseated all connections to the bus to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the full-height drawer was not detected on bus. The customer reported that the user was unable to dipsense medications for a patient due to this malfunction. There were no adverse events or injuries reported based on this event.